Event description:
Device malfunction: suture failed to deploy (device #2). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. User facility medwatch report received that states "two perclose vascular closure devices failed to deploy the appropriate stitch in the artery. Vessel subsequently closed with device by a different MFR. No pt harm. Devices saved, but only one packaging was saved." There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. Devices #1 - proglide (plot #69006-6h), is being filed under medwatch report #2953144-2008-02003.